Manufacturer narrative:
Block b3 date of event: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician and facility are not known. Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury the following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that a bsc mesh device was implanted into the patient during a procedure performed on an unknown date. As reported by the patient's attorney, the patient has experienced an unspecified injury.